Manufacturer narrative:
The reported event that #3 bipolar stem implant (sterile packed) was alleged of 'implant - dislocated' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as x-rays, patient details, patient activity levels... As well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the patient's attorney that allegedly following her replacement surgery the patient began to experience increasing pain and decreased function in her elbow and her surgeon confirmed loosening of the radial head prosthesis. It is further alleged that during the revision surgery on (B)(6) 2015 the surgeon found the radial head component to have dislocated/disassociated from the radial stem. Allegedly the radial head component was revised with another stryker radial head component.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device disposition is unknown.

Event description:
It was reported by the patient's attorney that allegedly following her replacement surgery the patient began to experience increasing pain and decreased function in her elbow and her surgeon confirmed loosening of the radial head prosthesis. It is further alleged that during the revision surgery on (B)(6) 2015 the surgeon found the radial head component to have dislocated/disassociated from the radial stem. Allegedly the radial head component was revised with another stryker radial head component.